Event description:
The patient was undergoing neurothrombectomy in the basilar artery using the penumbra system max. During the procedure, a 5max reperfusion catheter and a 3max reperfusion catheter were advanced to the thrombosis using coaxial technique. Aspiration was conducted with a syringe along the 3max reperfusion catheter, using adapt technique. During aspiration, the physician pulled back the 3max reperfusion catheter and it became stretched. The physician withdrew the 3max and the 5max reperfusion catheters together. The 3max reperfusion catheter was broken up and the broken part was left inside the 5max reperfusion catheter. The physician verified that any part of the device did not remain in the body. Physician's comment: it was possible that I pulled back the 3maxc with the thrombosis attached and they got stuck inside the 5maxc. The cause of this event might be that I kept pulling back the 3maxc in such a state.

Manufacturer narrative:
Result: the 3max catheter is fractured approximately 138 cm from the hub. In addition, the entire distal length of the catheter is flattened. Conclusion: the complaint has been evaluated. The damage described in the complaint was confirmed. The complaint indicates that the 3max catheter was stretched while being retracted through a 5max catheter. It appears that during the procedure, either the lumen of the 5max catheter became compromised in anatomy or, as described by the physician, the clot became stuck in the tip of the 3max catheter making it incompatible with the lumen of the 5max catheter. When the physician attempted to pull against the resistance caused by this incompatibility, the 3max catheter was stretched and eventually broken. The 5max catheter was not returned for evaluation. The IFU for this device warns against advancing or retracting devices against resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.